Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer¿s ilet ac charger stopped charging the ilet after previously functioning, despite attempts with multiple wall outlets, while the ilet successfully charged on a third-party charging pad, and a replacement charger was dispatched. Symptoms included no device-related clinical effects. Outcomes included no alarms, no adverse events, and no need for medical care. Investigation included basic troubleshooting by instructing the user to test multiple power sources and an alternative charging method. Investigation of this case revealed a suspected charger malfunction, with evidence that the ilet charged normally using a different charger, indicating the charger component as the likely point of failure. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the external charger accessory.